Manufacturer narrative:
Patient identifier - (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after using a tmc gss the sheath kinked during the case however the physician was able to complete the case with that same sheath. The patient was reported to be stable. The procedure outcome was successful. There was no other equipment or devices used with the reported product. Additional information was received on 9/17/2018: the procedure being performed was a diagnostic catheterization.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr glidesheath slender was received for product evaluation. No other components were received with the sheath. Visual inspection revealed that there were two notable kink present and significant flattening of the sheath was seen in the area proximal to the sheath hub. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined.